Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire detachment and vessel perforation had occurred. During a percutaneous coronary intervention, a 330 cm rotawire was selected for use, however, the wire broke off in the patient's body. The physician attempted to retrieved the detached wire and while doing so, caused a perforation. The patient was sent to a open heart surgery emergently. Single graft to the left anterior descending artery was performed and the graft was closed within 24 hours. The physician placed a stent on the native left anterior descending artery the next day. No further patient complications reported and the patient was doing fine post surgery.